Event description:
It was reported that there were pauses noted on the EKG. The right ventricular (rv) lead sensitivity was changed and the outputs were increased. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52, lead, implanted: (B)(6) 2002. (B)(4).